Event description:
User facility reports incident of clotting in the extracorporeal circuit during treatment. Blood volume in the circuit was discarded resulting in ebl=250cc. No pt injury or need for medical intervention is reported. MDR is filled for blood loss only.